Event description:
It was reported that the pump battery would not charge, with the user trying multiple cables before resolving the issue with a third cable. There was no reported adverse impact to the customer's blood glucose level.